Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy on a resuscitated patient for hypothermia treatment, the customer noticed the 500ml saline bag was nearly empty. The thermogard ivtm system did not generate any alarm or error message. The customer performed leak check, no saline fluid was observed on the thermogard console, patient bed or floor. A leaking icy catheter (lot #172067) was suspected and it was removed. There was no other temperature management or relative procedures performed and treatment discontinued. At the start of treatment, the patient body temperature was at 34.5°c, the system target temperature was at 35°c, and patient body temperature was at 35°c when issue noticed. The icy catheter insertion was smooth into the patient's right femoral vein. The icy catheter dwell time was 24 hours. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of an icy catheter (lot #172067) leak was confirmed during the functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause of the reported leak was due to a latent defect at the bond. Visual examination of the returned icy catheter was performed, and no physical damage was found. Observed blood residues in the balloons and luered tubings. Functional testing of the returned catheter was performed, and all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the icy catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of the medial balloon: thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot number 172067. Ccr (B)(4) reported on may 23, 2022, a bonding leak was observed.